Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that before an intraocular lens (iol) implant surgery, a lens presented with a film on the optic. The surgeon replaced the lens to start and complete the case. There was no patient impact.

Manufacturer narrative:
The device with the lens was returned loose in the carton. The lens door is closed. The lens stop has been removed and not returned. Viscoelastic is observed on the anterior of the intraocular lens (iol). The plunger is located at the loading entry area. The lens is slightly advanced inside the lens loading area. The lens was removed from the device for further evaluation. The lens was cleaned with lphse. A very light amount of haze was observed on the lens. The amount of visible haze is acceptable per manufacturing release criteria. The right side device tip is bent and split. The blister tray was not returned. The tip damage may have occurred during return shipment. Product history records were reviewed and the documentation indicated the product met release criteria. The lens was removed from the preloaded delivery system for evaluation. The reported ¿film¿ was not observed. After removal of the viscoelastic, a very light haze was observed on the lens which may have been interpreted as the reported complaint. This very light haze would meet manufacturing release criteria. This very light haze is cosmetic in nature and would not affect the functionality of the lens performance. A power and resolution evaluation was conducted. The optical resolution is acceptable; lens meets specification for focal length equaling a 22.0 diopter. The file indicates no patient contact. It is unknown how the reported ¿film¿ would have been visible on the optic in the closed delivery system unless the loading area door was opened or the lens was removed from the device before the delivery attempt. The manufacturer internal reference number is: (B)(4).